Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife called in to report a no delivery alarm during a bolus. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 400 mg/dl. The customer treated with the insulin pump. The alarm was resolved by a complete set change. The customer declined to return the products because they were disposed of. The customer was advised to call back when the problem occurred again in order to troubleshoot properly. The infusion set was replaced, but nothing was returned.